Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately low control solution results. The reporter obtained control solution readings which were below the acceptable range for this test strip lot. However, the reporter was unable to provide the exact results which were obtained. This complaint is being reported because the reported inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.